Event description:
It was reported that a bd plastipak¿ syringe 10ml luer-lok¿ had leakage. The following was reported, " * notivisa * defective syringe in the retaining stopper. When being activated it presented leakage through the plunger. Information received by email on 3/11/2019: the batch number is 8057709. The incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of the drugs to the skin. No medicamentation was used, the syringe was being used to prepare de drug with radioactive material. The sample was contaminated with radioactive material, so was discarded."

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. The picture sent by the customer were verified and it was not possible observe any quality deviation. Also the retain samples were verified and no deviations were observed. This way its was not possible confirm the complaint.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe 10ml luer-lok¿ had leakage. The following was reported, "notivisa defective syringe in the retaining stopper. When being activated it presented leakage through the plunger. Information received by email on (B)(6) 2019: the batch number is 8057709. The incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of the drugs to the skin. No medicamentation was used, the syringe was being used to prepare de drug with radioactive material. The sample was contaminated with radioactive material, so was discarded.".